Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro self actuated and began overheating with the jaws glowing orange in the patient's leg. The maquet territory manager was present in the case and had the harvester remove the device. They continued to observe it glowing orange intermittently on and off then back on again even though the toggle switch was off. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.